Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip was not properly formed. It was not completely secured at the site and fell off from the clipped site. A new clip was used to finish surgery. There was no patient consequence.

Manufacturer narrative:
(B)(4) date sent: 1/5/2021 d4: batch # u94c51 h6: component code: others (g07) investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips that comply with our manufacturing specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following caution: inspect the jaw tips to ensure the clip is fully advanced in the jaws. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Note: the shaft can be rotated 360 degrees to facilitate visualization and accurate placement. Ensure that the clip is the correct size for the vessel or tubular structure being ligated. If the vessel or tubular structure is too large for the clip, remove the device and use an appropriately sized ligation device. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torqueing may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.